Event description:
The ge (B)(4) 9800 fluoroscopy system boots up and displays communication failure error message.

Manufacturer narrative:
A ge (B)(4) service rep investigated the issue and found the system needed a single board computer upgrade, that was performed with the associated components for compatibility. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury of harm was reported as a result of the noted malfunction.